Event description:
It was reported that the patient complained of "thumping" in the device area. Follow up revealed that the patient and device were evaluated and that the physician suspected that there was "some repositioning" of the device, which was likely the cause of the patient's symptoms. No intervention was done or planned. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.